Event description:
It was reported that the cable wire on the radiofrequency (rf) head was frayed. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the damaged cable was replaced. It was also noted that upper case was broken and cracked. (B)(4).